Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and noted a nick/tear on the lens. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Evaluation:method - device history record review.results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event was caused by handling and manipulation of the lens by the user. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn. A piece of one haptic was torn off. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).